Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, physician went back with scope to check and found the capsule attached. He was not sure if it was attached, so he flushed the esophagus with water and the capsule fell into the stomach. Capsule was retrieved from the stomach. Another capsule was placed normally. The patient was not injured following the procedure.